Manufacturer narrative:
The received device had the needle mechanism deployed; it was confirmed that the pink slide had moved forward and the formed needle fully retracted. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 1057 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No bends or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. No evidence was found that would result in pain during insertion at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels and pain at the infusion site (arm), patient found pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. The cannula also appeared bent upon removal. As treatment, a manual injection was delivered and a new pod was applied.